Event description:
It was reported that the customer had high blood glucose levels (529 mg/dl). When customer did a site change she noticed the site was wet.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental report will be submitted.